Event description:
Five balloons ruptured during a percutaneous transluminal angioplasty. Another balloon catheter was used to successfully complete the procedure without pt complications. These devices are currently being evaluated by this MFR. Upon completion of the engineering evaluation a supplemental medwatch will be forwarded under the appropriate sequence number. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. However, without further details about the event and until the engineering evaluation is completed co is unable to determine the exact cause for this event.

Manufacturer narrative:
B1. No box should be checked. Product problem box should be unchecked. These devices were returned, evaluated and retained by this MFR. The engineering evaluation of the first four balloons indicated that the female luer lock on the catheter was unscrewed between a half turn and a full turn and there was a leak between the plunger and the femoral luer lock. The evaluation of the fifth balloon indicated the balloon inflated and maintained pressure. Although it was initially reported the balloons ruptured, no ruptured balloons were found upon evaluation. Attempts to gain further details from the user facility were unsuccessfull as the account could not recall any details of the event. Based on the engineering evaluation, no balloon leaks were noted. Co does not consider this to be a reportable MDR.